Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was unable reproduced due to an unrelated issue. Air in line alarms were verified through a review of the event history log and evaluation found the upstream sensor values were out of specification. The upstream sensor was unable to be recalibrated and therefore was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line. There was no patient involvement. No additional information is available.